Event description:
Following a successful superficial femoral angioplasty procedure, resistance was encountered during guidewire removal through the introducer sheath. Continued exertion against resistance resulted in a segment of coating detaching from the wire in the pt. Surgical retrieval of the detached segment was uneventful. The procedure was successfully completed with this unit and the pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Follow up indicated tat resistance was encountered during removal and continued exertion against this resistance resulted in this event. Therefore, user technique may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.

Manufacturer narrative:
Further follow up received after the initial medwatch report was filed indicated the wire was being used through an entry needle and not an introducer sheath as indicated. The pt was obsese, making initial access difficult. The guidewire was removed through the entry needle in an attempt to reposition. While withdrawing the guidewire through the entry needle, the coating sheared. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the coating was stripped off the wire from 29 millimeters to 108 millimeters proximal to the tip and was not returned. It was indicated that this device was being used through an entry needle. We believe this contributed to the event and do not attribute it to the device. Directions for use state: "as with any other guide wire, to avoid damage the surface of the guide wire, do not withdraw through a metal cannula." F11. Date MFR initially forwarded report to FDA.